Event description:
Customer tested blood glucose and received a result of 457mg/dl. The emergency medical technician's were called about an hour later and when they arrived they received a result of 280mg/dl. The customer was taken to the hospital and was given an IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.